Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colostomy reversal, after the anvil was put in place, the surgeon was trying to connect the spike and the metal pole of the anvil however, it got split and bent. The anvil was bent but it could still be tilted after firing. They had to open a small incision more than 1 inch in order for the spike to be inserted and click into place. They did see the orange band then felt and heard the click. They checked the anastomosis and it was complete with no leak via initial leak test.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. Photographic inspection noted that one of the retainers legs of the anvil was bent. Visual inspection of the received instrument showed no abnormalities. Functionally, the instrument was loaded with a pmv anvil and applied to appropriate test media, the knife cut the media cleanly and completely. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colostomy reversal, after the anvil was put in place, the surgeon was trying to connect the spike and the metal pole of the anvil however, it got split and bent. The anvil was bent but it could still be tilted after firing. They had to open a small incision more than 1inch in order for the spike to be inserted and click into place. They did see the orange band then felt and heard the click. They checked the anastomosis and it was complete with no leak via initial leak test. They decided to convert the operation from laparoscopy to open patient.